Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 400 mg/dl. Customer's father had treated their blood glucose with a manual injection. The customer also changed their site as an attempt to resolve their blood glucose. It was found the customer did not have any symptoms of high blood glucose. Troubleshooting found insulin was able to exit from the tubing and the customer's bolus history and settings were correct. The customer's father declined to troubleshoot with their tubing clamps as they believed their insulin pump was functional. No additional information provided.